Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to enter a meal bolus, the customer accidentally programmed an incorrect value onto the pump bolus screen. Reportedly, the customer accidentally entered 40 grams of carbohydrates and a blood glucose (bg) value of 40 (mg/dl). Reportedly, the customer's bg level was not impacted and the customer had meant to only program a value of 40 grams. Reportedly, the pump calculated 0 units, and the customer called tandem technical support for assistance with programming a bolus request for 40 grams. Tandem technical support assisted the customer on successfully programming the requested bolus amount.